Event description:
It was reported that during a da vinci-assisted general hemicolectomy left surgical procedure, universal surgical manipulator (usm) arm 1 could not be draped during a procedure. Technical service engineer (tse) first checked the system remotely and found a cannula installed on usm arm 1 without a drape. Tse then reviewed the logs and found nothing relevant. Tse next had the team verify there was no external obstruction around the disc and plunger and that nothing was present in the hole before attempting to install the drape, and both checks were reported as clear. Tse then had the team perform a power cycle, but the issue persisted, with a beep occurring during drape installation attempts and the disc reported as not rotating like the other arms. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.